Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-01185- device 2 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) event on 21-dec-2024, 28-dec-2024, 20-dec-2024 due to three infusion sets leakage . The blood glucose level was 500 mg/dl at the time of event and the patient got treated with correction injection via multiple daily injection (mdi) and intravenous fluids of saline and insulin. All three infusion set was in use for 24 hours. And the patient got released on (B)(6) 2024. No further information available